Event description:
Additional information was received that no further issues were noted after replacing the controller. Related manufacturer reference number for the system controller: 2916596-2022-14510.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed driveline fault alarms and low power advisory alarms. Based on previous complaint history and similarly reported events, the driveline faults observed in the submitted log file appear to be consistent with potential driveline wire compromise; however, a specific cause could not be conclusively determined through this evaluation as no product was returned. Evaluation of the submitted log file revealed that low battery advisory alarms were confirmed on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022 due to the patient using the batteries below the low voltage threshold. The reported driveline fault alarm became active on (B)(6) 2022 from 13:00:01 through 14:20:37 and on (B)(6) 2022 which corresponded to yellow wrench advisories. Electrical continuity data recorded in the submitted log file during the driveline fault alarms showed that the values for phase 3 were significantly higher than the values for phases 1 and 2, suggesting a potential wire conductor breakdown issue with the orange wire within phase 3. Based on previous complaint history and similarly reported events, the abnormal pump operation and alarms observed in the submitted log file appear to be consistent with potential driveline wire compromise; however, a specific cause could not be conclusively determined through this evaluation. No other notable events or alarms were captured. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on heart mate ii left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heart mate ii lvas instructions for use (IFU), rev. H and the heart mate ii patient handbook, rev. G are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heart mate ii drive lines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related mrf # 2916596-2022-14510. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files indicated that one of the wires on phase 3(c) could be broken. The patient also had a driveline fault alarm on (B)(6) 2022 at 13:00 that was confirmed by the log file. The driveline fault was cleared from the system monitor around 14:45 with no further alarms recurring. The driveline fault recurred on (B)(6) 2022 and the controller was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed the reported driveline fault alarms. Based on previous complaint history and similarly reported events, the driveline faults observed in the submitted log file appear to be consistent with a potential driveline issue; however, a specific cause could not be conclusively determined through this evaluation. The submitted log files contained events and data from 13sep2022 through 09oct2022. A driveline fault associated with a yellow wrench advisory alarm was captured between 13:00:01 and 14:20:37 on 01oct2022. An additional driveline fault associated with a yellow wrench alarm was captured at 13:25:45 on 09oct2022. Following the system controller exchange on 09oct02022, no additional driveline fault events were observed. Based on previous complaint history and similarly reported events, the alarms observed in the submitted log file are indicate of a potential driveline issue; however, a specific cause could not be conclusively determined through this evaluation. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remained ongoing on the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) until the patient underwent pump replacement on (B)(6) 2023 due to suspected driveline damage. The pump was returned for analysis and the results were reported under MFR # 2916596-2023-06712. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.